Manufacturer narrative:
An event regarding periprosthetic infection resulting to acetabular loosening involving a trident shell was reported. The event was confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "no x-rays, no operative reports for the first and second-stage revisions for infections, no bacteriology reports, and no implant labels indicating which stryker or biomet products specifically were used are available. The initial loosening of the stryker acetabular component was likely related to periprosthetic infection, as well as chronic tobacco abuse. The later recurrent dislocations related to soft tissue compromise from multiple surgeries, persistent infection and hematoma, and mismatched acetabular components from a manufacturer different from that of the femoral component, as well as possible component malposition. No examination of any explanted components is available. There is no evidence either of these complicating events resulted from factors of faulty component design, manufacturing or material relating to the stryker components in this case." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. The exact cause of the reported event could not be determined because insufficient information was provided. Further information such as x-rays, operative reports for the first and second stage revisions for infections, bacteriology reports, and implant labels indicating which stryker devices specifically were used are needed to investigate this event further. Review of the medical records by the clinician indicated "the initial loosening of the stryker acetabular component was likely related to periprosthetic infection, as well as chronic tobacco abuse. No examination of any explanted components is available. There is no evidence either of these complicating events resulted from factors of faulty component design, manufacturing or material relating to the stryker components in this case. If additional information and/or device become available, this investigation will be reopened.

Event description:
Loose acetabular shell. Stryker head swap, left stem. Implanted competitor cup/liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Loose acetabular shell. Stryker head swap, left stem. Implanted competitor cup/liner.